Event description:
It was reported that the patient underwent an olif at l3-5. It was reported that rod reducer unattached during use. No patient compl ications were reported.

Manufacturer narrative:
Additional info: functional evaluation of all complaint returned components was unable to induce manual dis-assembly of the associated instruments. Optical examination of the interfacing surfaces did not identify witness marks, deformation, or damage. Testing associated for this failure mode was performed under tr13-032, the minimum pull-off value associated with this testing was 11,630 n, and resulted in material deformation or breakage. Functional evaluation was able to replicate a condition in which a returned extender was not fully engaged, preventing locking interface with sequential reducer while ¿4¿ was identified in the instrument window. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the returned instruments. The instruments appear to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.